Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. Further inspection found indentations on the clip grip tip near the bent. Root cause of severely bent grips is attributed to damage during either use or reprocessing as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the large hem-o-lok clip applier instrument was not firing clips. The procedure was completed with no reported injury.